Event description:
It was reported that one day post-surgery to place a left ventricular assist device, the right ventricular (rv) lead sensing decreased and the threshold increased. It was noted that at the time of surgery the short interval counts (sic) were high but have been zero since then. The sensing on the lead was adjusted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).